Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was advised to check the power supplies and cable connections. The workstation to c-arm cable was reconnected. The system was found to be working as intended. The system was put back into service.

Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.